Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the device would remain powered on for approximately 3 hours. The battery capacity was determined to be 378mah. A low battery alarm with visual indicator was observed prior to the unit powering off.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the rad-8's battery run time was two (2) hours. The unit powered off when the ac power cable was unplugged. No battery alarm was observed prior to the unit powering off. No patient involvement.